Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The initial reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from thailand that the battery reciprocator device could not be used because it was powerless and did not have enough energy to cut the bone. It was further reported that the device heated up and turned off when it was used for a while. According to the reporter when the device cooled down it could be used but could not cut the bone. It was noted that the cause and symptoms were not clear. It was not reported if the event occurred during a surgical procedure. It was reported that there was no delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the device was powerless, heated up and turned off when it was used for a while was not confirmed. Therefore, an assignable root cause for the reported condition of device stops by itself, heat and will not run was not determined. However, during evaluation, it was determined that the device had insufficient/low power. It was further determined that the device failed pretest for check oscillation frequency with frequency meter. It was noted that the device had low oscillation frequency. The assignable root cause was determined to be due to component failure from wear.